Manufacturer narrative:
(B)(4). Date sent 11/6/2024. D4 batch #860c47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with an gst45b reload loaded on the device. The reload was received partially fired 1/10. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. No damage was noted on the manual override door. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of "damaged manual override door", the instructions for use do contain the following caution: to use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 860c47, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown, upon unpacking the stapler, the manual override cap fell off the device. Or staff attempted to continue working without the cap and loaded the stapler with a blue reload. The device failed to fire and had to be replaced. The procedure was delayed by 5-10 minutes. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.